Manufacturer narrative:
Product analysis: analysis noted that the radiofrequency head cable was out of electrical specification and was causing the reported power issues with the programmer. The programmer was unable to power on while connected to the radiofrequency head. The radiofrequency head cable was replaced. The device passed final functional and system tests. No other anomalies were found. Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.